Manufacturer narrative:
The field service representative (fsr) inspected the analyzer and resolved the issue by replacing the 1ml syringes associated with the ict module. A review of the architect c8000 processing module, serial number (B)(6) service history found no contributing factors on or around the date of the complaint. A review of tracking and trending of the architect c8000 processing module or the 1 ml syringe, did not identify any trends associated with the complaint issue. A review of historical data revealed no trends, systemic issues, or related nonconformances. The operations manual also addresses troubleshooting of erratic sample results and provides the removal, the replacement, and the verification procedures for the 1 ml syringe. A review of the product labeling concluded that the issue is sufficiently addressed. Based on the investigation no product deficiency was identified for either the architect c8000 processing module, serial number (B)(6), or the1 ml syringe.

Event description:
The customer observed falsely decreased sodium results on architect c8000 processing module for one patient. The results provided were: initial=139 mmol/l /repeated=119 mmol/l /repeated=136 mmol/l. Laboratory reference range for sodium=125 to 150 mmol/l. There was no reported impact to patient management.

Event description:
The customer observed falsely decreased sodium results on architect c8000 processing module for one patient. The results provided were: initial=139 mmol/l /repeated=119 mmol/l /repeated=136 mmol/l laboratory reference range for sodium=125 to 150 mmol/l there was no reported impact to patient management.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.